Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm abdominal aortic aneurysm. The aortic neck was 49 mm long, 24-26 mm in diameter, and mildly angulated with mild calcification. The iliac arteries were moderately calcified. The right renal was 70% stenosed. It was reported that bifurcated stent graft was implanted right below the renal arteries. A type 2 endoleak was noted and it was left uncorrected. A distal endoleak on the contralateral side was noted (see file MFR # 2953200-2010-00461) and was treated with a contralateral extension. Approximately nine months post implant, the patient was taken to the cath lab and stenosis of the right renal artery was seen. The angiogram showed that the left renal artery was normal; however, there was decreased flow to the right renal artery and the stent graft was close to the right renal. An attempt to catheterize the right renal was made but unsuccessful and was aborted. At that time, no endoleak was noted. The physician commented that the stent graft moved proximally during implant from its intended location; however, it was confirmed that there were no issues during implant and the renal arteries were filling well, parallax was adjusted for, and that the issue is technique-related and possibly aortic neck anatomy-related. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4) required intervention. Evaluation, results: (endoleak), (mild angulation and calcification of the aortic neck).